Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system had been used for non-emergency vascular procedures. The procedure was completed after the wireless footswitch was moved to obtain better reception. A philips field service engineer (fse) inspected the system on site and observed that the wi-fi signal was dropping intermittently, and the wi-fi indicator was flashing red. During troubleshooting, the fse found that the antenna on the base station was pointing downward toward the floor. To resolve the issue, the fse repositioned the base station antenna and reseated the wireless footswitch's connection with the base station. The system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to connect wirelessly, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.